Event description:
It was reported that an unexpected popup stating "firmware upgrade required" appeared during interrogation of a right ventricular leadless pacemaker. The upgrade was performed. There were no patient consequence.

Manufacturer narrative:
The reported event of forced fw upgrade was confirmed. Based on the information provided, it was determined that when the lp was interrogated the openlink data incorrectly indicated the device had an older firmware, which triggered a forced fw upgrade. After the fw upgrade, device was back to normal function.